Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 corrected: h6 (impact code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received: this was a primary hip surgery with fx of his trochanter post op with no treatment. Clinic visit on (B)(6) 2024 states the patient was 6 weeks out from a primary tha that was performed to treat avn. The surgeon states, "6 years" but it can be assumed this is an error as this is a post-op visit. The patient sustained a trochanteric fracture intraoperatively but there is no indication what the treatment was. Xrays confirm there is a fracture that is minimally displaced. The patient is stated to be doing well and currently in rehab. *because it is noted that the fracture occurred intraoperatively, it can be assumed that implant date and event date should be (B)(6) which is 6 weeks prior to the clinic visit.

Event description:
Subject ID: (B)(6). Study no: dots. Clinical adverse event received for periprosthetic fracture - femoral. Device related: definitely not. Procedure related: possibly. Date of event: september 11, 2024. Date of implant: information not provided. Date of revision: information not provided. Device location: right. Treatment/impact: no information provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.